Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Manufacturer narrative:
Supplemental MDR 7/31/2015: device evaluation: device evaluation of monitor sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any monitor malfunction related to the defibrillation event. Additional information was reported by hospital staff regarding electrode belt sn (B)(4). Review of the patient's flags indicates the pulse delivered 1 joule of energy into a 0 ohm load. The belt was found to be physically damaged after the inappropriate treatment event. Physical abuse contributed to the damaged cable. Explanation: there was no death or indication of a serious injury associated with this event. According to hospital staff the patient was not mentally responsive and unable to press the response buttons. In addition, the patient's arms were restrained at the time of the treatment event. The patient's physician agreed to end use of the lifevest. Device manufacture date: monitor sn (B)(4): 12/01/2014 - reuse. Electrode belt sn (B)(4): 03/29/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. Initial MDR 7/10/2015: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
Supplemental MDR 7/31/2015: a us distributor contacted zoll with additional information regarding the patient who last used electrode belt sn (B)(4). It was reported that a patient experienced an inappropriate defibrillation event. The patient was conscious but not oriented and in the hospital at the time of the event. Hospital staff witnessed the inappropriate treatment event. The lifevest delivered a treatment on (B)(6) 2015 at 10:14:54. Motion artifact contributed to the false detection. Review of the patient's flags indicates the pulse delivered 1 joule of energy into a 0 ohm load. The response buttons were not pressed during the event. The patient was remained in the hospital following the treatment, and the patient's physician ended use of the lifevest. Initial MDR 7/10/2015: a us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.